Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie bin 10 04 stuck and did not open or release. A technical support specialist (tss) tap the lid, press down, and release with a retry which did not resolve the problem. As a temporary workaround, the tss disabled the preselect zone for door 10 since the medication was also loaded in a cubie in drawer 09. This allowed the customer to access the medication for the time being. Then field service engineer (fse) then inspected drawer 10 and found that the cubie pocket in position 5 would not stay seated and continued to pop up. The customer attempted to push cubie pocket in. The fse powered down the station, removed the tray, and inspected the bottom of the tray, discovering it was misaligned. The fse realigned the tray and tested it by inserting another cubie pocket into the position which it stayed secured. The fse tested each position in the drawer and confirmed that all pockets released properly and were fully functional. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was stuck it was unable to be opened when the user tried to issue medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.